Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the light turned off during a vitrectomy procedure. The problem was result of the table top illuminator burning up lamps. The procedure was completed with no impact to the patient.